Event description:
Facility reported needle dislodged while pt was sleeping. Needle was uncovered and properly taped. Needle came out of access while remaining still taped to their arm. Pt lost approx 50-60ml of blood form venous line. Incident happened 1.5 hours into treatment.